Manufacturer narrative:
(B)(4).

Event description:
It was reported the latest merlin transmission revealed oversensing on the atrial channel. It was advised the oversensing might be related to a potential atrial lead issue. Performing lead provocation tests was recommended to see if oversensing can be reproduced in clinic. No further information is available.